Event description:
Received information stating patient was hospitalized for high bg' (300's mg/dl).

Manufacturer narrative:
During further troubleshooting, it was identified patient had changed pump setting without doctors approval. Reporter also indicated patient had virus and was using 2x basal rate.